Event description:
It was reported that during follow-up, a symptomatic patient had device with post-sensed t-wave oversensing. The patient received inappropriate therapy. The oversensing was noted on stored egm. Programming changes were made. Patient was fine with no further issues. The device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.